Event description:
Our rep. Is reporting that the facility / surgeon reported to him that a patient underwent a nasal valve repair in 2008, with the use of a microfix anchor. At some time subsequent (date undefined) the repair failed (failure undefined). A re-surgery for remedy was performed (date undefined). The issue was remedied successfully, however, no information as to how and with what the surgeon remedied, or what the exact nature of the failure was, or what precipitated it, nor what became of the original fixation device. Questions have been posed for clarity.

Manufacturer narrative:
Mitek is at this point in time in the information mode. When all that can be had, is had and elevated, those results will be the subject matter in the follow-up report.